Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned. Visual examination of the provided picture identified a hair-like fiber on the bottom of the implant. The fiber can be seen through the bottom of the inner sterile cavity. The complaint is confirmed. Review of the device history record identified no deviations or anomalies related to the reported issue during manufacturing. Reported event is a packaging issue; medical records are not available for review. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the provided picture. Although the exact origin of the fiber cannot be determined, the root cause of the reported issue is attributed to a manufacturing error. The event has been farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The carton was received open and missing some packaging materials, however, visual examination of the product confirmed the presence of a hair-like fiber on the distal side of the articular surface. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer found a hair contained within the sterile package. Attempts have been made and no further information has been provided.